Event description:
An aneurx stent graft system was inserted into a pt for the treatment of an abdominal aortic aneurysm. There was a 5 cm right iliac aneurysm that extended proximally to the aortic bifurcation. The vessels were mildly calcified, and there was a 90 degree angle of the right iliac. Thrombus was noted in the renal arteries. It was reported that a talent iliac limb was required to be implanted first after performing angioplasty on the vessel with an 8 mm balloon. This was followed by an attempt to deliver an aneurx bifurcated stent graft; however, the delivery system could not be advanced past the previously deployed talent limb due to the severe angulation. The delivery system was removed from the pt and slight kinking was noted on the catheter. The access vessel was dilated with a 10 mm balloon and another aneurx bifurcated stent graft was able to track and be deployed without complication. The delivery system was discarded after the procedure. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Results: mild calcification and severe vessel tortuousity. Device was discarded - unable to f/u. Device used in severely tortuous anatomy. Conclusion: mild calcification and severe vessel tortuousity. Device used in severely tortuous anatomy.